Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 2 years to triggering safety mode over the course of one month. The patient came into the hospital due to diaphragmatic stimulation, where the safety mode was observed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned for analysis.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 2 years to triggering safety mode over the course of one month. The patient came into the hospital due to diaphragmatic stimulation, where the safety mode was observed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned for analysis. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.